Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure, it was discovered that the abbott leads that had been implanted in 2020, had been explanted at an unknown time for an unknown reason and the only lead remaining was a medtronic one.